Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 33.3 mmol/l. The customer alleged the insulin pump was under delivering. Customer also reported that they were hospitalized due to high blood glucose on (B)(6)2020. Customer stated that they experienced vomiting and abdominal pain. Customer was treated with bolus and insulin drip. Customer confirmed they have run bolus earlier with same reservoir and delivered 8 units with insulin coming out. Customer ought to be moved to his hospital for dialysis later and was given extra fluids or discharged to go home. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).